Event description:
The following was reported to gore. On (B)(6) 2023, a patient was treated using gore® excluder® conformable aaa endoprostheses. On an unknown date, the patient was screened for participation in asg 22-02, a study submitted by cleveland clinic. On august 8, 2024, the images were reviewed by gore imaging, and it was determined that the aortic extender component had one or two proximal fractures.

Manufacturer narrative:
H.6. Investigation findings code c20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation findings code c070603: the imaging evaluation performed by a clinical imaging specialist was able to confirm that a wire fracture was observed in the proximal end of the gore® excluder® conformable aortic extender endoprosthesis. The root cause could not be determined with the available information. H.6. Investigation conclusions code d1103: the aortic extender device is not indicated for use in the ascending thoracic aorta. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), the gore® excluder® conformable aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal. Abdominal aortic aneurysm (aaa) disease with appropriate anatomy. The aortic extender endoprostheses are intended to be used after deployment of the gore® excluder® conformable aaa endoprosthesis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.